Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) reached eri (elective replacement indication) after 16 months of implant. This depletion is believed to be abnormal.